Event description:
The haptic was found to be damaged after delivering the lens in the pt's eye. The lens was removed and replaced.

Manufacturer narrative:
The medwatch was completed by the manufacturer.